Manufacturer narrative:
During a coil embolization procedure, after placing two non-cordis coils (gdc/stryker), difficulties were encountered placing the third coil (orbit galaxy complex xtrasoft coil 3 x 6-640cx0306/15375441) in the target aneurysm, particularly with the last 1-2cm of the proximal end of the coil. Then, while carefully removing the coil in and out for 5-6 times, the coil prematurely detached. Since, most of the coil had already been placed in the aneurysm the decision was made to leave it in the aneurysm. The final position of the coil could not be confirmed; however, it was reported by the physician that the procedure was successfully completed. There was no patient injury reported. It was reported that the procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. It is not known if coil entanglement contributed to the event or if there was resistance during repositioning. The instructions for use cautions that manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It is also not known if the microcatheter was repositioned while the coil was deployed coil which the instructions for use cautions may lead to damage and/or premature detachment of the coil. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. There were no kinks in the mc that may have contributed to the event. The coil remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with lot 15375441 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. The final assembly inspection was reviewed and no anomalies were noted. Based on the available information, no conclusion can be made regarding possible root cause of the reported event. With review of the device history records there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, and after placing two non-cordis coils (gdc/stryker), the physician encountered difficulties placing the third coil (orbit galaxy complex xtrasoft coil 3 x 6-640cx0306/15375441) in the target aneurysm, particularly in the last 1-2cm of the proximal end of the coil. Then, while carefully removing the coil in and out for 5-6 times, the coil prematurely detached. Since, most of the coil was already placed in the aneurysm, the decision was made to leave it in the aneurysm. Afterwards, the procedure was successfully completed. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. No positioning difficulty was reported with the event. The complaint product was left in the aneurysm, but all other devices were safely removed from the patient. There were no kinks in the mc that may have contributed to the event. The product is not available for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15375441 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional informatio will be submitted within 30 days of receipt.